Event description:
The manufacturer received information alleging that during routine testing and preventative maintenance by the initial reporter, the device alarmed with a low inspiratory pressure alert. There was no harm or injury reported. The device was not in patient use. The device has not been returned to the manufacturer. At this time, the manufacturer is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.